Event description:
A container with capacity for 3,000 ml was used for a parenteral nutrition admixture containing dextrose, amino acids, electrolytes and minerals for a final volume of 2,520 ml. When the nurse was going to administer the solution, she discovered a leak. Rptr inspected the bag visually and found a rupture on the right upper corner. There was no evidence of needle puncture at the site of the leak.